Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal unknown and dianeal pd2 ambuflex therapies for automated peritoneal dialysis (apd). In 2011, the patient experienced peritonitis. Treatment information and action taken with dianeal therapies were not reported. The cause of the peritonitis and outcome for the event of peritonitis were unknown. An opinion of causality was not reported.